Manufacturer narrative:
No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Business unit: depuy synthes; date j&j became aware: (B)(6) 2018; date of event: (B)(6) 2018; name of reporter: (B)(6); hospital name: (B)(6); product name: cmw1; product code:3315040 x2; lot/batch/exp: 8556791 x2. Was the product being used in a clinical trial? No did the event happen during a procedure? Yes were you in the procedure at the time of the event? No event outcome/how was it managed? The cement and stem were removed, all the cement that had set was chiseled out of the femur, new cement introduced and a new stem implanted although 2 sizes smaller. Was the surgery prolonged due to the event? Yes by 60 mins. Has the reporter facility indicated there may be legal action? No is the product available for return? No please give a detailed explanation of the event: a patient was having a routine cemented thr in theatre 9 at (B)(6), under the care of prof board. The lead surgeon at the time was mr (B)(6), prof boards registrar. The acetabular preparation and cemented cup had been implanted without out any issue. The femur was prepared in accordance with the c stem amt surgical technique and at the time a size 5 high offset was chosen as the correct stem. The femur was pulse lavaged and a cement restriction applied. The cmw1 was mixed as per the instructions when using the heraus palamix syringe system. Liquid in first then the powder, it was a double mix. The cement was mixed as normal and handed to mr (B)(6) at 2 mins. The cement was syringed into the femur and pressurised until 3 minutes 15 seconds. At this point the stem was introduced. On introduction of the stem it was apparent that the final seating was not possible. At 3 min 45 sec the stem was at the lower marker (+5mm) however the stem would not go any further. Whilst deciding what action to take, it was noted that the cement was harding at 4 min 30 sec¿s. It was at this point mr (B)(6) took the decision to remove the stem and as much cement as possible before it fully set. The scrub staff noted it set at 7 min 15 sec¿s. Not all the cement was removed from the femur and as such it had to be removed using cement drills and ostetomes etc. The femur was prepared again but this time only f9r a size 3 9/10 taper c stem . Palacos cement was used, the stem was fully seated and the head was applied and the hip relocated. Items used in this case: ref: lot: 3325040. 8716095 cmw2; 3315040. 8556791 cmw1; 961210500. 8726299. Void centraliser; 961226000. 8790034. End cap; 965512847. 8720157. Marathon cup 47/28; 157014110. D1803360. Size 5 c stem amt - not in the patient; 66017569. 88994617. Palacos r+g 2x40g; 961170000. D18030727. C stem size 3 ho; 962573000. D18013738. 0 28 mm 9/10. Head.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.